Event description:
Additional information was received that approximately three years and three months after the transcatheter pulmonary valve (tpv) was implanted, the patient experienced fatigue, shortness of breath, and decreased overall stamina. Approximately two weeks later, the patient was admitted to the hospital and streptococcus anginosus endocarditis with septic emboli in the lungs was diagnosed. It was additionally noted that the permanent pacemaker was implanted approximately nine years prior to the tpv implant.

Event description:
It was reported that approximately 4 years and 7 months following the implant of a transcatheter pulmonic valve, the patient was hospitalized, and endocarditis was confirmed. Subsequently, the valve was explanted, and a surgical valve was implanted. Per the physician, the patient's permanent pacemaker implant and tattoos were potential contributing factors to the infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Corrected data: b3. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.